Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced an increased frequency of charging required for the implantable neurostimulator, changing from once a week to every four days. The implantable neurostimulator battery was reported to have fully drained on one occasion, which caused patient discomfort until the device was recharged and turned back on. The battery longevity was noted to have decreased, with the device dropping from 100% to 50% in four days instead of the previous pattern of reaching 40% in a week. The implantable neurostimulator was described as acting differently after the patient returned from out of the country. The patient¿s representative contacted support and previously received assistance with charging issues. The physician requested a representative to be present at the patient¿s upcoming routine appointment to further assess the stimulator. No patient complications have been reported as a result of this event.

Event description:
Additional information received from the consumer reported that they guess that the cause was a lead wasn¿t working. The patient had the settings adjusted and their device returned to its usual state.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.